Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) , h10.

Event description:
It was reported that during an operational check performed by a getinge service territory manager (stm) on cs300 intra-aortic balloon pump (iabp) an autofill failure occurred. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the bimba / volume cylinder, fill assembly and solenoid driver board. Safety, calibration and functionality checks passed to meet factory specifications. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an operational check performed by a getinge service territory manager (stm) on cs300 intra-aortic balloon pump (iabp) an autofill failure occurred. There was no patient involvement, thus no adverse event was reported.